Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The health care professional reported via phone call that the customer's insulin pump had motor error alarm. Customer's blood glucose level was 320 mg/dl. Customer reported that the drive support cap appears to be normal. Insulin pump not exposed to high magnetic field. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. Insulin pump alarm contains more than one motor error alarm within a 30 day period. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.